Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the patient visual acuity deteriorated to 0.45 with correction. Iol opacification was observed for the first time in (B)(6) 2025. The patient medical history states that the patient has been treated for open-angle glaucoma for a long time. In (B)(6) 2022, the patient underwent a trabulectomy and in (B)(6) 2024 a yag capsulotomy was performed. Rayner ifus contraindicate "active ocular diseases (e.g., chronic severe uveitis, proliferative diabetic retinopathy, chronic glaucoma not responsive to medication"). On 11th november 2025, rayner's czech distributor reported that the healthcare professional had scheduled the patient to undergo an additional surgery to have the lens explanted and exchanged. Rayner has requested the return of the device for sem and eds analysis. Device return anticipated, not yet received. Primary calcification is inherent. It is due to particular manufacturing processes or packaging interactions. An examination of the literature shows that some manufacturers have had known cases of primary calcification due to an interaction with silicone in the packaging - and more recently, due to phosphate remnants (originating from a detergent) found in the manufacturing process. Rayner has made no material processing or packaging changes that may have negatively affected our iols; we have never had a confirmed case of primary calcification relating to a rayner iol. Secondary calcification affects many manufacturers and is a phenomenon that is not fully understood; it is known that it stems from changes in the eye's environment due to patient comorbidity, secondary surgeries and potentially other, poorly understood interactions: off label use of intracameral alteplase (actilyse) (rtpa), multifactorial, high phosphate content ophthalmic viscoelastic devices , repeated exposure to intracameral air, raised intraocular pressure, excessive post-operative inflammation, complicated, traumatised eyes, as a result of direct contact between the iol surface and the exogenous gas or substance, a metabolic change in the anterior chamber due to the presence of exogenous gas/substance in the eye or an exacerbated inflammatory reaction after multiple surgical procedures, trauma or repeat surgery involved in re-bubbling potentially disrupting the blood aqueous barrier, increasing concentration of calcium ions. The patient's pre-existing medical history and ocular procedures are likely contributory/causative factors to the onset of opacification in this case. Our review of production records for the rayone aspheric rao600c batch 110161314 showed that all manufacturing and quality checks were conducted successfully. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against rayone aspheric rao600c batch 110161314.

Event description:
On (B)(6) 2025, rayner received notification from its distributor in czech republic of an event that occurred following implantation of a rayone aspheric rao600c. The event description provided states that post-operatively the patient's visual acuity worsened and did not improve with correction. Opacification of the iol was observed in (B)(6) 2025. On 11th november 2025, rayner was notified that the surgeon had scheduled the patient to undergo an additional surgery to explant the lens within (B)(6) 2025. Note: following receipt of the additional information the case was re-assessed as reportable.

Event description:
On (B)(6) 2025, rayner received notification from its distributor in czech republic of an event that occurred following implantation of a rayone aspheric rao600c. The event description provided states that post-operatively the patient's visual acuity worsened and did not improve with correction. Opacification of the iol was observed in (B)(6) 2025. On (B)(6) 2025, rayner was notified that the surgeon had scheduled the patient to undergo an additional surgery to explant the lens within (B)(6) 2025. Note: following receipt of the additional information the case was re-assessed as reportable.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the patient visual acuity deteriorated to 0.45 with correction. Iol opacification was observed for the first time in (B)(6) 2025. The patient medical history states that the patient has been treated for open-angle glaucoma for a long time. In (B)(6) 2022, the patient underwent a trabulectomy and in (B)(6) 2024 a yag capsulotomy was performed. Rayner ifus contraindicate "active ocular diseases (e.g., chronic severe uveitis, proliferative diabetic retinopathy, chronic glaucoma not responsive to medication"). On (B)(6) 2025, rayner's czech distributor reported that the healthcare professional had scheduled the patient to undergo an additional surgery to have the lens explanted and exchanged. Primary calcification is inherent. It is due to particular manufacturing processes or packaging interactions. An examination of the literature shows that some manufacturers have had known cases of primary calcification due to an interaction with silicone in the packaging - and more recently, due to phosphate remnants (originating from a detergent) found in the manufacturing process. Rayner has made no material processing or packaging changes that may have negatively affected our iols; we have never had a confirmed case of primary calcification relating to a rayner iol. Secondary calcification affects many manufacturers and is a phenomenon that is not fully understood; it is known that it stems from changes in the eye's environment due to patient comorbidity, secondary surgeries and potentially other, poorly understood interactions: off label use of intracameral alteplase (actilyse) (rtpa), multifactorial, high phosphate content ophthalmic viscoelastic devices , repeated exposure to intracameral air, raised intraocular pressure, excessive post-operative inflammation, complicated, traumatised eyes, as a result of direct contact between the iol surface and the exogenous gas or substance, a metabolic change in the anterior chamber due to the presence of exogenous gas/substance in the eye or an exacerbated inflammatory reaction after multiple surgical procedures, trauma or repeat surgery involved in re-bubbling potentially disrupting the blood aqueous barrier, increasing concentration of calcium ions. The patient's pre-existing medical history and ocular procedures are likely contributory/causative factors to the onset of opacification in this case. Our review of production records for the rayone aspheric rao600c batch 110161314 showed that all manufacturing and quality checks were conducted successfully. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against rayone aspheric rao600c batch 110161314. The explanted lens was retained and returned to rayner for analysis. The explanted lens underwent structural and ultrastructural analysis comprising of eds and scanning electron microscopy (sem). Alizarin red staining was also performed. No calcium or phosphate was detected on (B)(4) during eds analysis - this can occur when calcification appears within the lens material itself and not on the surface of the lens material. Secondary alizarin red staining was performed. Bright red nodules are clearly seen in the alizarin red staining performed on the (B)(4) lens sample, which suggests that the stain has bound to calcium nodules present in the lens. The lens analysis performed confirms nodules are present within the lens material therefore verifying the report of lens calcification. "Iol calcification", "reduced vision" and "iol replacement or extraction" are listed in the "adverse events" section of the rayone IFU. It is possible that the patient's pre-existing medical history and ocular procedures may have caused or contributed to the development of lens opacification; however, this cannot be verified. While the analysis confirms calcification, we cannot establish the mechanism by which this has occurred in this case.